Manufacturer narrative:
Customer refuse service.

Event description:
The customer reported that they ordered a new display board and installed and still no display. There was no reported patient involvement.